Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.

Event description:
Patient later reported "pain and inflammation", "siliconomas with uptake in axillary nodes", "silicone granulomas", " silicone deposits within the right axillary lymph node", "radial folds" and "pericapsular fluid." Device remains implanted

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported right side "rupture" confirmed via MRI. Patient later reported "siliconomas with uptake in axillary nodes." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, g2, h6.

Manufacturer narrative:
Photo evaluation: visual analysis of the photos identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Seroma-late: unable to observe, as it is a medical event. That is not related to the device. Granuloma: unable to observe, as it is a medical event. That is not related to the device. Inflammation/irritation: unable to observe, as it is a medical event. That is not related to the device. Lymphadenopathy: unable to observe, as it is a medical event. That is not related to the device. Crease folding of implant: unable to observe, as it is a medical event. That is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.

Event description:
The device has been explanted.

Event description:
Patient reported right side "rupture" confirmed via MRI. Patient later reported "pain and inflammation", "siliconomas with uptake in axillary nodes", "silicone granulomas", " silicone deposits within the right axillary lymph node", "radial folds" and "pericapsular fluid." The device has been explanted. Healthcare professional reported "bii" which is not considered to be device related.